Event description:
Caller reported occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. A systems check with tandem technical support verified the pump was functioning as intended. However, clinical troubleshooting has been exhausted and a replacement pump was sent to resolve the issue.